Event description:
This complaint is now reportable based on the analysis completed on 07/07/2008. It was reported that during a percutaneous coronary intervention procedure, the 2.0x20mm maverick2 monorail balloon did not inflate but blood filled the balloon instead. The balloon was pulled out and checked outside the body and it was confirmed that there was a leak. The lesion being treated was located in the circumflex (cx). The procedure was completed with another of the same device. No pt complications were reported with the patient's condition listed as "stable". However, the returned product confirmed a pinhole leak.

Manufacturer narrative:
Returned product analysis revealed a pinhole leak in the balloon material at the proximal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any anomalies that could have contributed to the pinhole leak. A review of the manufacturing documentation shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.